Event description:
It was reported that patient underwent an explant procedure where all devices were removed due to an infection. The patient was taking antibiotics and recovered. The explanted device will not be return as it was not released by the facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8216700 model: sc-8216-70 serial: (B)(6) batch: 7072605.